Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide a brand or absorbency, therefore we are unable to provide an UDI number or model.  The reported brand name in this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported she has had several yeast infections and skin irritations. She noticed the tampons expanding and breaking apart.

Event description:
This is a follow up to report a change to the brand from u by kotex unknown to u by kotex sleek tampons.

Manufacturer narrative:
New information: this is a follow up to report a change to the brand from u by kotex unknown to u by kotex sleek tampons. Brand name . 510(k) number. Follow up 1. Follow up type . Results and conclusions codes. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.